Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with damage) issue. It was reported that the battery was not lasting as long as the user expected. In addition it was reported that a spring was missing. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/09/2016 with the following findings: a review of the pump¿s black box revealed frequent low battery warnings. The pump¿s electrical current draws were tested and were within specification. Unrelated to the original complain, there was corrosion in the battery compartment. The battery compartment was found to be cracked. The pump leaks at the battery compartment. The pump was opened and there was no further evidence of moisture found.